Event description:
On (B)(6) 2012, the patient was treated for a thoracic aortic aneurysm with a conformable gore tag thoracic endoprosthesis. The aneurysm was excluded and the patient tolerated the procedure. On (B)(6) 2012, CT showed a proximal type I endoleak and aneurysm growth. The aneurysm was 9 cm. On (B)(6) 2012, the patient underwent a second procedure where the proximal end of the previously implanted conformable gore tag thoracic endoprosthesis was extended with an additional conformable gore tag thoracic endoprosthesis. The aneurysm was excluded and the patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met al pre-release specifications.